Event description:
The facility's biomed engineer reported an infusionp ump with an 810:02 failure code. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.